Manufacturer narrative:
(B)(4). Additional 510(k) number is k101880.

Event description:
It was reported that the implant was removed due to a nerve injury at the site that resulted in inflammation, paresthesia and numbness.

Manufacturer narrative:
One imp, tsv,4.7,11.5, mtx, mg (tsvtwb11) was returned for investigation. The reported event occurred at implant level. Therefore, this investigation addresses the implant only. Visual evaluation of the as returned implant identified no malfunction. Additionally, there was blood residue around the internal drive feature. Functional testing could not be performed for the reported events (lack of primary stability, nerve injury, inflammation & paresthesia). Measurements were taken using a caliper (ID: (B)(6) ; due date: (B)(6) 2022). Through dimensional analysis and comparison to drawings (file: dwg), the device was determined to be within design specifications. X-ray & picture evaluation: x-ray was provided. However, the reported event could not be verified via an x-ray. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev (B)(6) 19. Information identified: contraindications, warnings & precautions. Per the applicable IFU, improper techniques can cause patient injury and pain. DHR review: DHR review for the lot (64082894) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (64082894) for similar events (complaint category keywords: medical: other (lack of primary stability, nerve injury, inflammation & paresthesia)) and no other complaint was identified. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable.

Event description:
There is no update to the original complaint description provided.